Event description:
It was noted during preparation for placement of this dialysis catheter, the polyester cuff had detached from the catheter. Another dialysis catheter was successfully placed. The pt's condition is good. This device was destroyed by the user facility. Therefore, a failure analysis will not be available. A lot search was performed and revealed on other complaints to date for this lot number. User technique during catheter preparation may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use outline appropriate preparation techniques.